Event description:
Information received from the affiliate states that the savvy balloon would not fully deflate in the vessel after inflation. During retrieval, the distal portion of the balloon remained in the vessel causing lower leg ischemia the patient is a male, age unknown. The target lesion was the anterior tibial artery (side unknown). The characteristics of the vessel are unknown. There was no difficulty accessing the lesion with a guidewire. There was no excessive force or manipulation used to cross the lesion with the balloon. A savvy (435300l/lot 15220287) balloon was used to dilate the patient's tibial artery. The inflation device used in the procedure was a medtronic everest. The ratio of contrast to saline used to inflate the balloon was 2/3 contrast (visipaque) and 1/3 saline. The balloon inflated normally without any problems. It is unknown at what atmospheres the balloon was inflated to. After inflation, the balloon could not be fully deflated, with the proximal one-third of the balloon still inflated. The doctor tried to inflate and deflate the balloon several times with the inflation device to no avail. After seeking advise from another doctor, he tried to use 100% saline in the inflation device to inflate and deflate the balloon again, but it still would not deflate. There were no kinks/bends noted in the balloon catheter/shaft which may have caused the deflation difficulty. Finally, the physician decided to burst the balloon in a controlled manner by cranking the inflation device up slowly, beyond the balloon's rbp.

Manufacturer narrative:
After inflation of the balloon in the patient's anterior tibial artery it was reported that the balloon would not completely deflate with the proximal one-third of the balloon remaining inflated. The doctor tried to inflate and deflate the balloon several times with the existing contrast/saline mix and then with 100% saline with no improvement. He then intentionally ruptured the balloon but was then unable to remove the device. The patient was transferred to another hospital where a vascular surgeon reviewed the pictures from the earlier angiogram and decided that the patient was not a surgical candidate. Instead, he retrieved part of the balloon and left the distal portion of the balloon inside the patient's anterior tibial artery. After the procedure, the vascular surgeon suggested that the balloon was likely to have been inflated in the patient's collateral instead of the tibial artery, and that the proximal third of the balloon could have not deflated properly as it was not positioned properly within the collateral. It is unknown if the target lesion was successfully treated. Patient is in a stable condition now. The contrast/saline ratio used was visipaque, 2/3 contrast - 1/3 saline. The IFU recommends that a 50% solution of contrast medium (or a similar contrast medium) in sterile saline or water be used. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. One non sterile pta savvy small vessel 3x10 was received inside a plastic bag. The received unit was not complete; a part of the balloon was not received. No blood residues were found in the device. Leak test and inflation deflation tests could not be performed due to the balloon condition. Sem results showed that the balloon external and internal surfaces showed no evidence of damage. The exact cause of the observed failure could not be conclusively determined. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failures reported by the customer were confirmed, the exact cause of the balloon separated could not be conclusively determined, procedural factors could have contributed to the failures reported. Controls are in place to prevent defective units from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
After bursting the balloon, he tried again to retrieve it from the patient's artery but was not able to do so. After several tries, he decided to send the patient for surgery. The patient was transferred to (B)(6) hospital, where the physician, a vascular surgeon, reviewed the pictures from the earlier angiogram and decided not to operate on the patient due to his opinion that the patient's leg was 'not salvageable', and that he may end up with a bka if he was operated on. Instead, he retrieved part of the balloon and left the distal portion of the balloon inside the patient's anterior tibial artery. After the procedure, the vascular surgeon suggested that the balloon was likely to have been inflated in the patient's collateral instead of the tibial artery, and that the proximal third of the balloon could have not deflated properly as it was not positioned properly within the collateral. It is unknown if the target lesion was successfully treated. Patient is in a stable condition now. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.